Manufacturer narrative:
(B)(4). P cap reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed displacement test and active current measurement. However, insulin pump received with unexpected battery power loss and had high sleep current. Pump history files confirms low battery alerts. This shows battery change happening in less than one week. Swapped electrical board with a test board, and insulin pump passed sleep current measurement. Problem isolated to electrical board. The following were noted during visual inspection: scratched case.

Event description:
Information received by medtronic indicated that the insulin pump's battery was lasting about a day or two. Insulin pump received replace battery alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.